Manufacturer narrative:
(B)(4). Batch number: n5604d. Investigation summary: the analysis results found that the tcr10 reload was received. The cartridge was received unfired and the forks were damaged. No functional test was performed due to the condition of the reload. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. This damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that when attaching to a body, back part of reload was broken, couldn't load. Device was replaced by new product to finish surgery. No patient consequence.